Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement via the right internal jugular vein, the patient's neck area was allegedly swelled when flushed, and the drip was not coming down easily. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port implantable port attached to a groshong catheter was returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Partial compound breaks were noted on the distal end of the cath-lock. A partial circumferential break was noted. Multiple kinks were noted to the proximal end of the catheter. The edges of all compound breaks were uneven, and surfaces were noted to be round and smooth in one region and granular in the other. Splits were noted on both regions of each compound break. The edges of the partial circumferential break were uneven, and surface was noted to be round and smooth in both regions. Upon infusion, a leak from all the breaks on the attached catheter were noted. The device was unused for two years, as per IFU must be flush every four weeks if not use. Therefore, the investigation is confirmed for the reported improper procedure and identified facture and identified wear and deformation issue. However, the investigation is inconclusive for the reported difficult to flush as no evidence found to confirm from provided information. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instruction for use was reviewed and states that flushing volumes: when port not in use- 5 ml heparinized saline every 4 weeks. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement via the right internal jugular vein, the device remained unused for two years after being used for chemotherapy. It was further reported that the patient's neck area was allegedly swelled when flushed, and the drip was not coming down easily. Reportedly, the port was removed. There was no reported patient injury.